Event description:
A customer reported that there was uncertainty regarding whether a cable was able to charge the pump, and the pump was misplaced by the customer's husband and could not be located. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.